Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. A chest x-ray and fluoroscopy were performed noting rv lead dislodgement on (B)(6) 2026. The physician attempted to reposition the rv lead that same day, however helix failed to extend. The rv lead was explanted and successfully replaced. The patient was stable.